Event description:
Add'l info rec'd from MFR 4/6/04: the device was not returned for an eval, therefore no sample analysis was conducted. The back flow test was performed on a retain set from the lot involved in this incident. The set functioned as intended, no abnormalities were detected. MFR performed a historical review of its complaint records and has found no record of a similar occurrence against this lot number or against this catalog item (nf3447). The batch history record for this lot was reviewed and there is no indication of any in-process non-conformances against this lot during production. There have been no design changes, modification or sterilization changes to the product that would relate to the event. Conclusion code was "could not substantiate" based on the facts that MFR did not receive a sample, the retain sample functioned as intended and this was an isolated occurrence as per history analysis. This appears to be an isolated incident, with no adverse event reported by the facility.

Event description:
At low flow rate, the secondary IV backflows into the primary fluid, through the back check valve.

Event description:
Re: user facility voluntary report number 4400610000-2004-0001. 1. The final results of any failure analysis or lab testing of the device listed in the report including: (1) a description of the methodology used, (2) an identification of the failure mode. And/or mechansim and the associated components involved, (3) any conclusions based on the final failure analysis or lab test results. The device was not returned for an eval, therefore no sample analysis was conducted. The back flow test was performed on a retain set from the lot involved in this incident. The set functioned as intended, no abnormalities were detected. We performed a historical review or our complaint records and have found no record of a similar occurrence against this lot number or against this catalog item (nf34447). The batch history record for this lot was reviewed and there is no indication of any in-process non-conformances against this lot during production. There have been no design changes, modification or sterilization changes to the product that would relate to the event. Our conclusion code was "could not substantiate" based on the facts that we did not receive a sample, the retain sample functioned as intended and this was an isolated occurrence as per our history analysis. This appears to be an isolated incident, with no adverse event reported by the facility.